Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). It was reported that one open pouch with two packs of bone wax was inside one package. One of them was welded.

Manufacturer narrative:
Samples received: 1 open pouch. Analysis and results: there are no previous complaints of this batch. Approx (B)(4) units were manufactured and distributed in the market, there are no units in stock. The open pouch received has two bone wax plates pouches inside, one of them welded. There are no previous complaints or this issue in the last five years, for this product. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill b. Braun surgical requirements. We consider that this is an isolated and accidental unit that was not discarded in production line. Personnel involved has been warned about this issue. Actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.